Event description:
It was reported that this pacemaker exhibited an alert indicating that remote monitoring (rmd) was no longer available due to limited battery capacity, with an explant indicator displaying a date of january 1, 2000. Technical services (ts) reviewed the information and determined this is likely a false positive trigger, potentially related to magnet application during a battery measurement, as the device has not reached the expected elective replacement indicator (eri) threshold. Ts noted that this behavior may be resolved with the applicable software update, which restores full telemetry functionality and the plan is to updated it on the next in-clinic visit. No adverse patient effects were reported. This pacemaker remains in service.